Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched and confirmed the failure. Fse replaced the cup transfer assembly (picking up mechanism) for the hybrid arm, and performed alignments for assembly. Ran cup transfer evaluation test without error. Customer ran controls on all assays in use and verified results were within established ranges for the instrument. No patient samples or quality controls were involved. The instrument was operating as intended. The probable cause of this event was cup transfer assay failure. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-2000 immunoassay analyzer serial number (B)(4) and there were no other similar complaints identified. The aia-2000 operator manual in appendix 4: error messages states as follows: [4273] hybrid cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives.

Event description:
The customer reported receiving an error 4273 - hybride arm z home not found on aia-2000 immunoassay analyzer. The technical support specialist (tss) had customer power down the system and reboot but the issue persist. A field service engineer (fse) followed-up over-the-phone with the customer to resolve the issue and determined a part needed replacement. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, pth, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.